Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that fluid sometimes leaks out of the infusion site and the medication is not completely transported. Patient infusion site was infected and festering and was surgically cut open on (B)(6) 2024 and subsequently treated with antibiotics. No further information was available.